Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems and dyspareunia. It was reported that the patient underwent excision of excess mesh on (B)(6) 2009 due to dyspareunia and erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent removal of the right arm of mesh on (B)(6) 2014 due to midurethral sling exposure and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy, dilatation and curettage and endometrial ablation with novasure device. It was reported that patient underwent excision of excess mesh on (B)(6) 2009 concurrently with revision of vaginal mucosa.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, and dyspareunia. No additional information was provided.